Event description:
Saw blade ref# (B)(4) broke into 2 pieces. Surgeon, surgical tech, and circulator verified both pieces recovered. Manufacturer response for saw blade, saw blade (per site reporter) per report, manufacturer contacted.